Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the pump latch was missing. Since the event occurred during routine testing, there was no pt involvement.